Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with channel a display is showing random led lights that make no sense was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a display is showing random led lights that makes no sense was not confirmed during product evaluation. The condition cannot be confirmed or duplicated and the assignable root cause could not be determined. No repairs were made for the reported condition. The problem was not confirmed as stated in the follow up medwatch.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction on the channel a display, showing random lights that make no sense. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.